Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated. The patient underwent a procedure wherein the leads were explanted and that the patient was doing well postoperatively. The explanted device were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7126662. UDI: (B)(4).